Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, during a procedure, a left ventricular (lv) lead was unable to be wedged into a stable position in a vein. The lead was replaced and not used. No patient complications have been reported as a result of this event.